Event description:
A study investigator reported that during an intraocular lens implant procedure, iris bleeding was observed. The patient was treated with an injection of a hemostatic agent to the anterior chamber and an air bubble was placed to tamponade. The event has resolved. Additional information was received from the site which indicated there was a forceful injection of the lens when the lens as it exited the cartridge.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The injector used was not identified. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).